Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed in the pump battery compartment. A leak test was performed and two leaks due to cracks in the battery compartment and pump case were found. The pump case was removed and corrosion due to moisture was visible on multiple internal components. Additionally, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment and pump case leak, moisture ingress, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.